Event description:
It was reported that prior to a ptca procedure, the shaft of the catheter broke during prep. No pt injuries or complications occurred. The product used in this procedure had an expired shelf life (3/1/2001).